Event description:
It was reported by the perfusion services department that the "drive line tubing was not recognized by the console. The console initially read 5cc." The pump was exchanged off the patient; however, the second pump still did not recognize the correct volume. The catheter and drive line were then exchanged and the second console recognized the correct volume. There were no further complications.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.